Event description:
End of procedure cataract extraction with intraocular lens implant. Dr [redacted name] noticed rings on lens. Rep from j&j in room [redacted name] who visualized as well took picture and spoke with company. Letter sent to dr [redacted name] copied to me. The "fine lathing marks" at this time considered ok because the company uses "vigorous visual inspections to lens determining presence of surface anomalies that could impact the optical quality". Dr [redacted name] concern was reported and captured by the company. Product not delivered to supervisor for material management. Product was implanted in patient eye. Manufacturer response for intraocular lens, intraocular lens, 17.0 diopter, tecnis eyhance 1-piece iol w/simplicity deliver system biconvex, uv blocking hydrophobic acrylic (per site reporter). Letter from mfg attached to this report, addressed to dr. [Redacted name].